Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-24. H6: investigation summary to aid in the investigation of this issue, we have been provided with the affected physical sample as well as picture samples. Through examination of the physical sample, leakage could be observed due to a crack in the cannula component. A device history record review was completed for provided material number 300400 and lot number 201003 and all of the sub-assembly lots used for the final product. The review identified multiple non-conforming material reports related to split cannulas for the sub-assembly cannula component production. A corrective and preventive action plan was implemented in response to the split cannulas. Additional investigation was performed in the cannula tube area, with a focus on the welding line, as this was a specific defect with the welding machine. Corrective actions were taken including changing the measurement equipment used for better accuracy, performing training with the members of the welding line, including additional information for weld dimensions for the route card used for the batch production, creating a pulley record change document, and creating an easy-to-handle standard connection to ensure a perfect argon seal (the argon tube takes the flow through the weld seem into the welded tube). The corrective actions taken were proven to be effective; however, the cannula components used in the final product were produced prior to the implementation of the actions. CAPA 1742405 has been initiated.

Event description:
It was reported that the needle 25ga 1in experienced leakage. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. According to the customer's report, leakage from the needle was observed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25ga 1in experienced leakage. The following information was provided by the initial reporter: the customer uses this product for covid-19 vaccination. According to the customer's report, leakage from the needle was observed.